Manufacturer narrative:
(B)(4). The equipment was received in vyaire facility for evaluation. Service technician was unable to verify the reported "blower error" problem. Found patient circuit fault and blower demand exceeded alarms in the event trace. The ventilator passed 96.5 hours of extended testing with the customer's settings. Passed the initial final test and the initial alarm volume test. Unable to duplicate the reported problem. Possible root cause is the customer's setup. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel has a blower error. The reporter confirmed that there is no patient involvement associated on this event.